Event description:
A report was received from a user facility in the USA stating: ¿the vitrectomy cutter failed to cut properly during use. The procedure was completed with a replacement cutter.¿ there was no serious injury or report of permanent impairment related to this event.

Manufacturer narrative:
One 23 gauge vitrectomy cutter was received and evaluated. Visual inspection indicated that the port window was in the opened position and there was dried solution visible in the tubing. Functional testing was performed using a stellaris pc system. The cutter did not meet product specifications. The investigation is ongoing.